Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "shape has changed, is stiff, many sharp pains with stabbing, mainly in the side and rupture and psychological factors ." Device remains implanted.

Event description:
Healthcare professional reported left side rupture, "shape has changed, is stiff", and "sharp pains". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bilateral rupture. Sn (B)(6) reported, but known which sn is which side.